Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not able to rewind her insulin pump. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated via manual insulin injection. During troubleshooting it was discovered that she could not rewind since the insulin pump was executing a square bolus. The customer was assisted with rewinding the insulin pump. Further troubleshooting was declined. The insulin pump was not returned for analysis.